Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump may be over delivering due to sensor issues. The customer¿s blood glucose level was 67 mg/dl at the time of the incident. The customer used glucose gel to treat the low. The customer had their settings lowered but it did not prevent the lows from recurring. Troubleshooting was completed but did not resolve the issue. The insulin level in the reservoir did not match the pump display. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak (did not continue dripping insulin after test).